Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was functionally tested including leak, clear passage, and clamp function testing with no issues noted. Integrity testing was performed and there was no leak or issues with the connection between the in house adapter and patient adapter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter adapter of a peritoneal dialysis (pd) transfer set would not connect to the titanium adapter. This event occurred setup/preparation for pd therapy. There were no issues alleged with the titanium adapter, and was still in use. There was no patient injury, or medical intervention associated with this event. No additional information is available.